Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving unknown baclofen via an implantable pump. It was reported the patient had a catheter access port (cap) contrast study,on (B)(6) 2021, and the catheter was noted to be dysfunctional. It was noted the patient was having periods of significant increase in dystonia, later followed by episodes of concerning hypotonia. It was indicated the event was related to the device or therapy. The entire system was explanted and not replaced on (B)(6) 2021. The event results in in-patient hospitalization and life-threatening illness or injury. The issue resolved, on (B)(6) 2021, with sequelae of "admitted to "picu for worsening dystonia and intermittent somnolence." During baclofen wean prior to surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the symptoms prompted a catheter access port (cap) dye study, which could not be completed because cerebrospinal fluid (csf)/medication could not be drawn out via side port which was suggestive of a catheter malfunction. It was noted that the baclofen pump was appropriately accessed with a needle, however fluid was very slow and difficult to draw back. It was noted in preparation for a necessary catheter revision the patient was admitted to the picu (previously reported). The device diagnosis was catheter occlusion.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the periods of significant increase in dystonia caused patient distress/pain, later followed by episodes of hypotonia that required medical intervention. The patient's condition continued to deteriorate and a catheter modification was scheduled. Inpatient "atypical response to the baclofen wean and as needed medications" required intense management. It was later noted that the decision was made to cancel the catheter revision. The patient's condition, specifically the periods of hypotonia, suggested something more complex than a catheter occlusion was happening. The decision was made to explant the entire system. The entire system was explanted/replaced on (B)(6) 2021. The outcome of the event resolved without sequelae on (B)(6) 2021.